Event description:
Medtronic received information that during this transcatheter bioprosthetic valve was deployed in a low position due to a lack of calcification in the native annulus, resulting in a moderate paravalvular leak. An unsuccessful attempt was made to cross this valve and implant a second device valve-in-valve, so the undeployed second valve was withdrawn, and a snare was used to successfully reposition the first valve into a better position, resulting in no pvl. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The pvl most likely was due to suboptimal positioning, as the valve was deployed too deep, as well as patient anatomy, as it was reported there was no calcium to anchor the corevalve. Per corevalve instructions for use (IFU), ¿for the optimal placement of the bioprosthesis, the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus)¿. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)